Event description:
It was reported that a female patient who underwent breast implant augmentation surgery with mentor medical devices (sm mpp gel 375cc, date of implant (B)(6) 2012) has experienced breast implant rupture on the right side complicated by breast pain on the right side. It was also reported that the patient has developed late onset seroma in the right breast, ultrasound-guided needle aspiration of the fluid was performed with no success. As a result, the patient underwent the right ruptured implant explantation and seroma evacuation on (B)(6) 2021. No information was provided regarding testing of the seroma fluid. The replacement devices used on (B)(6) 2021 were catalog number 3505430bc; serial number (B)(6) on the right side, and catalog 3505430bc; serial number (B)(6) on the right side.

Manufacturer narrative:
On january 4, 2022, mentor received additional information, per which date of birth was added to field a2, event description under field b5 was updated, as well as codes under section h on this form were updated. On january 15, 2022, device re-evaluation was completed, and summary was updated as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant had a crease/fold on the posterior view. Additionally a tear was noted on posterior view within crease/fold measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that replacement surgery was on (B)(6) 2021. Hence, field d6b has been appropriately updated on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant had a crease/fold on the posterior view. Additionally a tear was noted on posterior view within crease/fold measuring approximately 0.2 cm the evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, and hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast augmentation with a 375cc mentor memorygel breast implant and experienced right side breast implant rupture, and hematoma postoperatively. As a result, the device was explanted on (B)(6) 2021.